Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, when the piece was being put into the bag, the unit's bag partially detached from the ring. Another product has been opened to complete the case. The patient was alive with no injury.